Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips did not fire consistently. They were not formed correctly. It was difficult to rotate the device. A new device was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: no conclusion could be reached based on the analysis results as to what may have caused the reported incident. The instrument was returned in good visual condition. The instrument was cycled, fed, and formed the remaining clips within manufacturing requirements when tested. It properly formed the clips and no anomalies were noted with the rotating knob. The instrument was fully functional and conforming to mfg requirements. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. Complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.